Event description:
It was reported that the pump delivered a bolus without user input. There was no reported adverse impact to customer's blood glucose level. Review of the pump data verified the bolus was manually requested by the customer; however, the customer did not acknowledge entering the bolus manually. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
D1, d2a, d2b, d4 serial number, h4